Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal to mid left anterior descending artery. A 4.00 x 38 synergy¿ stent was advanced but failed to cross. When the device was removed, the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 4.00 x 38mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent revealed proximal damage. Proximal strut row 1 was lifted and bent distally. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and the result was within the specification. The balloon was examined and there was bunching noted at the centre balloon wall and the proximal balloon cone. The balloon had not been subjected to any significant positive pressure. There were crimp markings evident on the balloon body indicating overall crimp contact between the balloon and the stent at the time of manufacture. A visual and tactile examination of the hypotube identified multiple kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal to mid left anterior descending artery. A 4.00 x 38 synergy stent was advanced but failed to cross. When the device was removed, the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.